Event description:
The patient reported that she awakened in 2006 to the sound of her infusion device. She reported that the display showed three lines and a 20. She reported that the pump was vibrating and beeping with no error messages. The patient removed the batteries and replaced with a new lot of batteries and the infusion device worked correctly. No medical assistance with required. The affected product was requested to be returned for evaluation.